Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced 4 infusion set cannula kinked events. The events occured after 3 or more hours of insertion. The infusion set had been used for 3 to 5 hours. The insertion site was at the abdomen. The blood glucose level was 171-240 mg/dl at the time of events. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12416 - device 2 of 4.